Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. This document represents our final report.

Event description:
Laparoscopic esophagectomy: during hem-o-lock clip use (size m), applicator was inserted through out trocar. During this manoeuvre hem-o-lock applicator pinched the black rubber of the seal, breaking it. Part of the rubber fall down in abdomen and was recovered by the surgeon. Trocar was substituted." Type of intervention: "the surgeon just removed the black rubber with a grasper". Patient status: "good".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.